Event description:
It was reported that the patient was seen in the hospital experiencing phrenic nerve stimulation. An x-ray revealed that the left ventricular lead had dislodged; the patient had a history of twiddlers syndrome. The lead was explanted and an existing epicardial lead was reactivated.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.